Event description:
It was reported that a multirate infusor experienced backflow from the filling port during filling with an unknown drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was visually inspected and functionally tested. No malfunctions were observed. Should additional relevant information become available, a supplemental report will be submitted.